Event description:
It was reported that the patient stated the implantable pulse generator (ipg) stimulation of the spinal cord stimulator (scs) system turns off and turns back on when the remote control is brought closer to the ipg, causing inadequate stimulation. Reprogramming, re-education on the charging techniques, and a new remote control were provided but did not resolve the issue. Database analysis was completed and no anomalies were noted. The patient underwent a revision procedure in which the ipg was replaced and is doing well post operatively.

Manufacturer narrative:
The device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation include undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure. Lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief. System failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Based on all available information, engineers are not able to confirm the root cause of the event. The device was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is no problem detected.

Event description:
It was reported that the patient stated the implantable pulse generator (ipg) stimulation of the spinal cord stimulator (scs) system turns off and turns back on when the remote control is brought closer to the ipg, causing inadequate stimulation. Reprogramming, re-education on the charging techniques, and a new remote control were provided but did not resolve the issue. Database analysis was completed and no anomalies were noted. The patient underwent a revision procedure in which the ipg was replaced and is doing well post operatively.